Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was admitted into the intensive care unit (ICU) due to possible withdrawal along with lethargy and had to be intubated. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated and the dose was decreased. The patient was alive with no injury and the issue was unresolved at the time of this report. No further complications have been reported as a result of this event.